Event description:
Posterior-lateral fusion was done at l5/s1 in 2004. Post-op and six week x-rays showed good screw placement. Three months post-op pt bent over and heard a crack. X-ray after this event showed possible screw breakage but could not confirm. Pt was revised in 2005. Both screws at s1 where broken. All of the pieces/construct was removed.